Event description:
Boston scientific received information that during a follow up visit, this atrial lead displayed low out of range impedance measurements in bipolar configuration. Insulation damage was suspected. Lead configuration was reprogrammed to unipolar with improved impedance measurements. This lead remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.